Event description:
Reference MFR. Report # 1627487-2019-04468.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Reference MFR. Report # 1627487-2019-04468. It was reported that one of the patient's leads had migrated. The migrated lead was repositioned on (B)(6) 2019. Effective therapy restored. Since it was unknown which lead was migrated and repositioned both the leads were reported.